Manufacturer narrative:
Event site postal code: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, intra-aortic balloon (iab) with cardiosave intra-aortic balloon pump (iabp), unit generated a gas loss alarm. The patient subsequently died; however, the customer reported that the patient was at end of life, and it is currently unknown whether the death was related to the reported device issue. A getinge field service engineer (fse) evaluated the device, performed a full manifold check, and operated the unit to verify its performance. The reported issue could not be replicated, and no device malfunction, fiber-optic error, gas leak, or other fault was identified. The device passed all functional and safety tests in accordance with manufacturer specifications.